Manufacturer narrative:
(B)(4). Investigation summary: one unused primary set, model 2426-0500 lot 20063387, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing disconnecting prior to use on patients was verified. A device history record review for model 2426-0500 lot number 20063387 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the glue had been properly applied to the tubing. However, alignment of the separated tubing and the smartsite indicated that the tubing had not been fully inserted during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one unused primary set, model 2426-0500 lot 20063387, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's second smartsite needleless connectors was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing disconnecting prior to use on patients was verified. A device history record review for model 2426-0500 lot number 20063387 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the glue had been properly applied to the tubing. However, alignment of the separated tubing and the smartsite indicated that the tubing had not been fully inserted during the assembly process. Dimensional analysis of the ID/od was performed. The ID was measured at 0.12 in and the od was measured at 0.16 in indicating that the tubing is macrobore tubing. The tubing's diameter specifications were confirmed from the bill of materials to be 0.164¿ x 0.118¿ macrobore tubing (p/n tc10013433) verifying that the tubing was within specification.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: 20063387. Tubing is coming disconnected prior to use on patients. Seems like the glue has not been applied correctly and the tubing is pulling out from its connection points.